Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead revealed a severely over torqued inner coil consistent with the procedural damage. After cleaning and by applying torque directly to the inner coil, the helix was able to successfully be extended and retracted. Additionally, the full extension length was measured and met required performance specifications. The cause of the reported event was isolated to an over torqued inner coil in the connector region and the helix being clogged with blood and tissue. Electrical testing revealed an internal short and the short was due to the inner coil shorted against the inside of the connector ring caused by overtorque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, the right ventricular (rv) lead was dislocated. The physician alleged twiddler's syndrome to be the cause of the event. While attempting to revise the rv lead, the helix was unable to be extended. The lead was explanted and replaced to resolve the event and the patient was in stable condition.